Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient could feel ventricular pacing from the right ventricular (rv) lead, and that the lead was suspected of phrenic nerve stimulation or causing a perforation. A computerized axial tomography (cat) scan revealed that there was not a perforation. The lead was revised and reprogrammed to minimize ventricular pacing. It was concluded that there were no lead issues and that the patient was "just very aware" of the ventricular pacing and premature ventricular contractions. The lead remains in use. No patient complications have been reported as a result of this event.